Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported that the cutter was not cutting during macular hole surgery of a male patient (suffering from diabetic retinopathy). The surgery was completed after replacing the pak with a new one. There was no impact on the patient.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. One opened probe was received, without a tip protector, in a tray, for the report. The sample was visually inspected and found to be nonconforming with needle bent in two places and the port smashed. Orange/brown foreign material on the port face. No functional testing for actuation and cut could be performed due to tip/port damaged condition. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The photos were reviewed by the manufacturing site. Photo one show a label with reported lot number. Photo two show a note with complaint description. Reported issue cannot be confirmed from photos. The complaint evaluation was unable to confirm the reported issue due to the tip/port damaged condition. Because the sample was returned open, how and when the tip/port became damaged cannot be determined from this evaluation. The most likely root cause is handling at any point after the probe was shipped from the manufacturing site. The reported event was unable to be confirmed and exact root cause for the tip/port damaged could not be determined from this evaluation; therefore, no specific action with regard to this complaint was taken by the manufacturing site. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.